Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified and tortuous left anterior descending (lad) coronary artery. A guide catheter and guide wire were advanced across the lesion and ivus imaging was performed. A 2.5mm x 23mm stent was implanted in the proximal lad. The maverick2 monorail was advanced and ruptured at 12 atms on the second inflation. The initial inflation was performed to 16 atms. The procedure was successfully completed with a different. No patient injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.